Manufacturer narrative:
The patient bsa was 1.82 the customer¿s report of an overinfusion was confirmed in the pcu event log. Pump module s/n (B)(4) was in use and infusing a basic primary infusion at 20ml/hr and a secondary infusion of drugid 122 at 12ml/hr. At 9:01 pm, the pump module malfunctioned, and the infusion stopped. The pcu error log showed the malfunction was due to a sensor broken high failure (error code 240.4150.0). At 9:06 pm, the device was removed and re-added 10 seconds later. The user then restored and started the previous primary infusion running at 20ml/hr. The infusion then continued to run at 20ml/hr instead of the intended secondary rate of 12ml/hr. This is the last entry for pump module s/n (B)(4) in the portion of the pcu event log that was received from the customer. The root cause was identified as user programming error following the occurrence of a channel error. The user restored the primary infusion instead of the secondary infusion following the channel error. The primary infusion was infusing at a higher rate (20ml/hr) instead of the intended secondary rate of 12ml/hr.

Event description:
The customer notified bd of an over infusion of doxorubicin. On 5/6/2019 at 3:55pm, a primary infusion was programmed to infuse at 20ml/hr while a secondary infusion of 250ml of doxorubicin(10 mg/m2 x 1.77 m2 in 0.9% sodium chloride ns) was programmed to infuse at 10.79ml/hr for 24 hours. At approximately 9:06pm the pump had an unspecified malfunction which had resolved on it's own. There was no harm.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer notified bd of an over infusion of doxorubicin. On (B)(6) 2019 at 3:55 pm, a primary infusion was programmed to infuse at 20ml/hr while a secondary infusion of 250ml of doxorubicin(10 mg/m2 x 1.77 m2 in 0.9% sodium chloride ns) was programmed to infuse at 10.79ml/hr for 24 hours. At approximately 9:06pm the pump had an unspecified malfunction which had resolved on it's own. There was no harm.